Event description:
Inspection of all the potentiometers of the unit found the following pot bad: inspiratory time percent. No pt injury occurred as this unit was not on a pt. The unit is back within MFR specs.